Manufacturer narrative:
Note: product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s set sil 6f IV reference 4433842 from batch 37014177. Device history record batch record file number 37014177 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the units from this batch released in december 2023. Summary of investigation no sample/picture of the involved device, and no completed form "request for information acces port incident " were returned for investigation. However, x-ray picture was transmitted for investigation. X-ray pictures review: we can see a whole connection ring, without the access port housing and the catheter stayed implanted into patient's body. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Raw material historical review: the raw materials used for the connection rings batches included in the device kit were verified. The incoming quality controls were within the defined specifications and no abnormality was detected. No other similar complaint was reported on devices produced with the same raw material batches. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause the observed incident is not due to the device itself. The access port is composed of 3 separate components: the housing, the catheter and the connection ring. During explantation, the physician has to be vigilant to remove these 3 parts. Conclusion the incident is not due to a quality defect or device deficiency. The physician has to be vigilant to remove these 3 parts. This type of event is rare. No actions plan is foreseen at that time.

Event description:
"When did the failure occur: after therapy. Reason of complaint: confidential complaint logged directly to regulator. Limited information below, no further contact to customer can be made. Regulator outcome - no further investigation will occur at this time; however, the tga will continue to monitor the rate and pattern of occurrence and may re-open the file as appropriate. Date of implant -(B)(6) 2024, date of explant (B)(6) 2025. Patient had a retained material following removal of a baby port. Patient is on long term intravenous chemotherapy and had a celesite 6f celsite babyport ref number 37014177 on the (B)(6) 2024 after the previous line failed. This line was changed to a hickmann line as part of her treatment on the (B)(6) 2025. On the (B)(6) 2026 after presenting with a lump an chest xray has detected a piece of the baby port present that was left behind at the time of the port removal"